Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl, and disorientation. Reportedly, the customer required assistance from partner to treat bg via consumption of carbohydrates. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.